Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported the patient had a follow-up angio that showed a distal type I endoleak in the right external iliac. No aneurysm growth was reported. On (B)(6) 2013, the physician reintervened and implanted a gore iliac extender component in the right common iliac artery. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: rmt231214/8009260 and pxl1601007/9602846.

Event description:
On (B)(6) 2013, the physician reintervened and implanted a contralateral leg component in the right common iliac artery.